Event description:
It was reported that a power module backup battery was opened and did not work.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: primary UDI corrected manufacturer's investigation conclusion: the reported event of the power module backup battery (serial number: (B)(6)) not working was not able to be confirmed. The backup battery was returned fully charged and in unremarkable condition. The backup battery was connected to a known working test power module for an extended period of time and no alarms or issues were reproduced. The backup battery was able to support a mock circulatory loop for an extended period with no issue. The root cause of the reported event was not able to be reproduced. The inspection data for the sealed lead acid battery (serial number: (B)(6)) were reviewed and revealed that the battery passed. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to identify and resolve power module alarms. The heartmate 3 instructions for use, section 3, entitled ¿powering the system¿, also instructs the user to prevent the power module from being disconnected from ac power longer than 18 hours to prevent damaging the unit¿s backup battery. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.